Manufacturer narrative:
The unit was received with its operating currents within specification. The unit also passed the self test. The insulin pump passed the unexpected restart error, rewind, basic occlusion, and displacement tests. No motor error alarm was noted. However, the unit was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The following physical damage was noted: cracked casing at the display window corners and battery tube threads, a corroded battery tube, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that his insulin pump alarmed motor error six times in the past week. The customer stated that the device would alarm during basal delivery. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The insulin pump was able to complete the rewind process. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction due to the recent motor error alarms. The insulin pump was returned for analysis and a replacement device was shipped to the customer.